Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 60 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.